Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. For all five devices, they were difficult to load, unload, toggle, and the needle kept falling out. In order to resolve the issue and complete the case, used a new suturing device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The event report alleges the product was used in a surgical procedure. Device one was loaded with a needle with cone marks and also had a left bent blade. Device two had a needle with both broken pieces loaded wrong orientation in jaws of device. Device three had a right bent blade with tissue matter lodged in jaws which could not be removed and difficulty was experienced in unloading device. Device four and device five both had tissue matter lodged in jaws. Witness marks from the needle tip impacting the beveled wall were observed on device two only. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.replication of improperly loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device.replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.